Event description:
Patient presented to the physician with a burning sensation near the chest incision and the ipg was bulging vertically. Physician brought the patient into the operating room, resutured the ipg, and closed.